Event description:
Attempted coil embolization of the proximal right bronchial artery was performed. The coil failed to deploy correctly. It became disconnected from the coil pusher. The distal was stuck in the vessel and the entire coil started to unravel and started to fragment. A small piece of the distal coil was removed. The coil was eventually pulled out of the right main bronchial artery. A six french sheath was advanced and the coil was dislodged into the proximal sfa and the profunda femoris artery. Using the snare device, most of the coil fragments were removed. There is a tiny piece remaining discs lodged in a side branch of the left profunda femoris artery. The distal side branch is occluded. The main profunda femoris artery remains patent. A left lower extremity angiogram demonstrated no other clots or foreign bodies.